Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was due to the cable wires being completely broken at the distribution node (dn) . The root cause for the broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.